Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation pump booted to the 'verify' screen with functional vibratory and auditory alarm warnings. The pump was exercised for 24 hours without interruptions. The pump blackbox indicated power loss events related to cartridge changes, and patient inserting a discharged battery during a battery change. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient claimed the animas pump has an intermittent power issue. The patient has been self rebooting for the last two months. The last power outage on the pump was one week ago. This was no patient impact associated with the reported issue. During troubleshooting, the battery cap was noted to fit tightly on the pump; however, the yellow o ring can be seen no matter how tight the cap is placed. There was no visible damaged to the battery cap of the animas pump. There was no product misuse. The battery compartment did not have any corrosion. The patient was advised to go on the backup plan as needed. This complaint is being reported due to the alleged intermittent power issue.